Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon (subject device) was placed across the aneurysm located at pcom (posterior communicating artery) and internal carotid artery and attempted to inflate, it inflated partially and subsequently deflated on its own. The balloon was removed from patient anatomy and there was a leak noted on the proximal section of the balloon during inspection in the saline bowl. The procedure was successfully completed with a new balloon catheter and coils deployed inside the aneurysm without any clinical consequences reported to the patient.

Event description:
It was reported that the balloon(subject device) was placed across the aneurysm located at pcom (posterior communicating artery) and internal carotid artery and attempted to inflate, it inflated partially and subsequently deflated on its own. The balloon was removed from patient anatomy and there was a leak noted on the proximal section of the balloon during inspection in the saline bowl. The procedure was successfully completed with a new balloon catheter and coils deployed inside the aneurysm without any clinical consequences reported to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date ¿ added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the balloon(subject device) was placed across the aneurysm located at pcom (posterior communicating artery) and internal carotid artery and attempted to inflate, it inflated partially and subsequently deflated on its own. The balloon was removed from patient anatomy and there was a leak noted on the proximal section of the balloon during inspection in the saline bowl. The procedure was successfully completed with a new balloon catheter and coils deployed inside the aneurysm without any clinical consequences reported to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed that the balloon catheter shaft was kinked, the inner lumen was blocked with crystallized contrast media and dried blood was noted within the balloon. During functional testing, a leak was noted on the distal end of the balloon. Based on the available information, investigation concluded that the kink to the device could have probably caused the inflation/deflation issues and also, blood within the device can cause deflation issues due to blockage of the inflation ports within the balloon. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.